Event description:
Reported 3 false positive sars results on symptomatic patients. The customer communicated the result was confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.